Event description:
Additional information: the event took place on 26jan2023, during an unknown diagnostic procedure. The procedure was completed with a similar device. The olympus evis x1, cv-1500 was used in conjunction with the device at the time of the event. There was no patient harm associated with the event. It is unknown if the device was reprocessed prior to sending to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer response was added to the b5 field and the b3 field was updated based on the new information. The following field was corrected; g2, as health professional was inadvertently selected and company representative had not been selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the failure could not be established, however the event is likely the result of insufficient reprocessing. The event can be detected and prevented by handling the device in accordance with the following IFU. - detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the nozzle clogging, angle wires became stretched, objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, crack of resin part, damage or deformation due to physical stress, deterioration or discoloration due to chemical stress during reprocessing, and chip/ crack/ melting/ scratch of the camera cover. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope air/water function is defective, does not work anymore. During inspection and evaluation, insufficient cleaning and aspiration problems were found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.